Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that since 2 days ago they had been feeling an uncomfortable sensation on the right side of their body where the implant was located. Patient said the sensation was "kind of pointed" and they felt like they had a tampon in and it was crooked or not right. During the call, the patient was able to connect to their implant and decreased their stimulation. Patient would maintain stimulation level and would continue to track symptoms. Redirected to doctor if issue persists. Patient reported painful stimulation. Additional information was received from the patient on (B)(6) 2024. They called back and repeated information regarding the uncomfortable stimulation which they described as having a tampon in horizontally instead of vertically. The patient mentioned that they gradually reduced the stimulation on two different occasions. At the time of the call, the patient said the therapy was working fairly well for bladder control and noted that they were able to sleep through the night. The patient thought the uncomfortable stimulation would dissipate after the second time they decreased the stimulation, and they said the discomfort did de crease so they left the stimulation level for a couple of days, but then they felt like the discomfort "bumped up." The patient mentioned that they had so much discomfort and not enough bladder control when the stimulation level was too high, and the discomfort was always in the same place. The patient also mentioned that their doctor put them on a diuretic because of their blood pressure range, but they hadn't started the medication yet because they wanted to be sure the therapy worked correctly first. The patient mentioned that they sometimes had trouble opening the therapy app and they had to tap on it multiple times for it to open. The patient was advised to lightly tap on the app and to not hold their finger down on the screen. The app opened without any issues during the call. Programming considerations were reviewed with the patient and they decided to decrease the stimulation level and continue monitoring symptoms. The patient walked a few steps during the call and they felt a small decrease in the discomfort. The patient said they would consider decreasing stimulation again if necessary, and they would consider trying a different program as well. The patient's next healthcare provider (hcp) appointment was several weeks away.